Event description:
It was reported to philips that the heartstart mrx defibrillator showed a report error after charge. It was clarified that the battery indicator light did not light. There was no negative patient impact.

Manufacturer narrative:
(B)(4).